Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 4; confirmed with tool as cam not visible. The valve was visually inspected; biological debris was covering the valve mechanism. The valve was tested for programming and failed the test; the cam mechanism did not move. The valve was flushed; the valve was blocked. The siphon guard was removed from the valve and tested; no issues found. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found covering the hole of the valve mechanism. A review of manufacturing records could not be performed as not lot number information was provided. The root cause for the programming problem is likely due to the biological debris covering the hole of the valve mechanism. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The valve was implanted to the patient. Date of implant and initial setting were unknown. The pressure setting was performed with difficulty. However, it was succeeded at last on (B)(6) 2018. In the next week, the surgeon took an image at the consultation, inversion of the valve was confirmed. On (B)(6) 2018, a shunt revision was performed. No further information was provided by hospital. The product will be returned to your site.